Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time was 162 mg/dl. Customer stopped using the insulin pump for two days because she said that it stopped working after inserting a new battery. The pump was alarming no delivery. She was filling the reservoir with insulin and went through the rewind process when she received the no delivery alarm. The customer could not troubleshoot fully because she was driving and did not have the pump with her no additional information is provided.